Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was reportedly elevated, however the contact declined to provide the value. Reportedly, the customer has insulin pens available as alternate insulin therapy.